Event description:
It was reported that the patient with this pacemaker device presented to the clinic with lightheadedness and dizziness symptoms. The pacemaker was interrogated and found to be in safety mode. It was noted that the patient was pacing dependent. Subsequently, a device replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.